Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that while moving a bed, the patient received a shock from the device. The patient didn't think the shock was necessary. The device has been explanted and replaced. Followup indicates the device was at eri (elective replacement indicator). No further patient complications have been reported as a result of this event.